Event description:
Syringe tip of medication syringe breaking off. Three incidences of tips of 12ml monoject syringes breaking off on (B)(6) 2015. Dates of use: 15 minutes. Reason for use: syringe being used to infuse intravenous medication.